Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device's screen won't open. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. Information was received that no repairs were completed by a manufacturer's product support engineer (pse) as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. The customer reported that "a multi-vendor/clinical engineering department" has handled and resolved the service call/incident and that the device was put back into service. No additional details regarding the reported issue and its resolution were provided. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure, and a supplemental report will be submitted.